Event description:
Boston scientific received information that this patient went to the emergency room with noise on the right ventricular (rv) lead which lead to pauses in pacing for greater than 2 seconds. Since the device is not a boston scientific (bsc) device interrogation was done by a non bsc sales representative and the pacing mode was reprogrammed at that time. The physician is aware of this and has no plans for intervention at this time. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.